Event description:
A customer contacted beckman coulter inc. (Bci) stating that the icon sc strep a testing device gave negative (-) results on patients that were tested positive (+) on cultures. Cultures were done based on the appearance of the patient (s) throat. The false results were not reported out of the laboratory. No death or serious injury was associated with this event. However, patients were given treatment following positive (+) culture results.

Manufacturer narrative:
This issue is currently pending investigation on a test device return.